Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor for both for both bladder and bowel. It was reported that for about that last 1-3 weeks the patient has had issues with the device where it feels like it has stopped. It is not consistent and therapeutic effect has not been so great. Patient increased the amplitude but it was very strong so patient decreased down to a level where it is not painful and is tolerable but feels more pronounced. It helped slightly but still not working as well as it was. Patient has to push and strain a lot as well as use catheters in order to urinate and previously they did not have to after getting the device. Patient can feel it working and at times it would feel like it would stop and other times would be faster. Patient was not sure if that was the device having an issue. The circumstances that led to the reported issue were unknown. Reviewed stimulation sensation is not always indicative of the device working or not. At times stimulation may feel stronger depending on what position the patient is in, and patient confirmed they do feel it more when sitting or laying. Patient reports no falls or traumas and no pain at the implant site. Reviewed option to try changing programs. Patient indicated they will try a different program and have already put in a call to managing physicians office to address their concerns as well.